Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient received low readings from her cgm (no specific value reported, and no bg comparison value taken) and she self-treated with honey and sweets. After treatment, the patient was ¿not feeling right¿ because her stomach felt ¿funny¿ and then drove herself to the emergency room. At the ER, the patient¿s cgm was reading 80 mg/dl and then dropped to 45 mg/dl, and then to 40 mg/dl, and then to low mg/dl. The ER nurse took her bg meter reading at this time, and it was 266 mg/dl. The patient was treated with an unspecified IV and was then discharged home later the same evening. At the time of discharge, her bg meter reading was 214 mg/dl. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.